Event description:
It was reported that the ventilator was changing mode of ventilation. Moreover, it generated error codes. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, it was impossible to change ventilation modes from pressure regulated volume control to pressure support. Support case was crested to help with troubleshooting. According to provided information, control board was mentioned as defective. On-site investigation was performed and control board was replace. Device passed pre-use check. No deviation was found. The device passed all performance tests and could be returned to clinical use. Pressure regulated volume control (prvc) combines the advantages of volume control and pressure control by delivering a preset tidal volume with a decelerating inspiratory flow at a preset respiratory rate, maintains the lowest possible constant pressure throughout inspiration. Pressure support (ps) is initiated by the patient, who controls the respiratory rate and tidal volume, delivers ventilator support using the preset pressure level and with a decelerating flow, provides backup (pc) ventilation in case of apnea. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device's logs. The cause to the reported issues has been determined as related to control board.